Manufacturer narrative:
The investigation was started. As soon as the investigation is closed, a follow-up report will be send.

Event description:
It was reported that the unit rebooted while on a patient. There was no patient injury. The therapist had stated that the little display on the v500 went blank for a few seconds and the vent stopped for a few seconds. During these few seconds, the buttons on the c500 were grayed out. Once the unit started ventilating again, a "ventilation unit restarted" message appeared on the cockpit.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected device was analyzed onsite and the log files were investigated at the manufacturer. During the device check the problem could be duplicated. Analysis of the log files revealed several warm start events of the ventilation unit which were triggered by the safety software in reaction on a deviation regarding the microprocessing system. Based on the analysis it was determined that the restarts were caused by a faulty pcb therapy control unit. The device was repaired by replacing the pcb and after replacements all tests passed according to manufacturer specification. In case of a detected deviation regarding operation of the ventilation unit, the ventilation unit will perform a warmstart with accompanying alarm in order to reset the system to a specified state. The reboot sequence takes up to a maximum of 8 seconds. During that time the safety valve remains opened to ambient allowing the patient for spontaneous breathing. During these few seconds, ventilation settings cannot be adjusted and the buttons on the c500 screen are grayed out. After successful completion of the warm start, the ventilation will resume with the latest settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.